Event description:
During service by baxter, the infusion pump was found to contain an inoperable select key on the channel a pumphead module. No patient injury or medical intervention had been reported related to the device. The uim master software version is unremediated.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation, or if additional information becomes available.